Event description:
It was reported that the entire ICD system was explanted and replaced due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.